Manufacturer narrative:
(B)(4). Returned product evaluated with no defect found. Mlurc: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expired 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 160mg/dl and 190mg/dl not fasting. Reviewed meter memory (B)(4). Customers concern: 150mg/dl.